Manufacturer narrative:
Patient information was not provided. A medtronic representative went to the site and determined that the wrong ip address had been input on the o-arm. He worked with hospital it to get o-arm and stealth ip addresses on new hospital network. The correct ip address was input in the system and this resolved the issue. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal surgery, the o-arm was unable to communicate with the stealthstation. Some troubleshooting was attempted but surgeon abandoned use of o-arm and brought in a c-arm to complete the case. No patient harm.